Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The original and current aneurysm/vessel morphologies are not available. It was reported that distal type I endoleaks were observed in both iliac arteries. The physician commented that the iliac arteries were short. A secondary intervention was performed to extend the stent graft in the left iliac with an endurant ii 20x20x82. On the right side the physician coiled the internal iliac artery and extended the stent graft into the external iliac artery with an endurant ii 16x16x124 and endurant 16x10x82. Both endoleaks were resolved. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak). Patient¿s condition affected effectiveness of device (short length iliac arteries). Evaluation conclusions: known inherent risk of a procedure (endoleak). Device failure related to patient condition (short length iliac arteries).